Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform exposure. The fse reviewed system log files which showed flat detector controller (fdc) connection error. Upon further analysis, the fse stated that the fdc software was corrupted. To resolve the issue, the fse reloaded the fdc unit software and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.